Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the clip applier manual self-test was performed, and during the yaw movement, the grips began to close. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed device evaluation. Failure analysis (fa) could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively will full range of motion in all directions. The grips opened and closed properly. A clip test was performed, and the clip successfully loaded clip and attached to tubing. The instrument was noted to be fully functional. No damage was observed on the inner components or distal end. No problem was detected. No image or procedure video was provided for review. A review of the instrument logs for the medium-large clip applier instrument (part# 470327/ serial#(B)(4)) was performed. The instrument was last used on (B)(6) 2022 during a da vinci-assisted cholecystectomy surgical procedure, performed on system (B)(4) with 64 uses remaining. Based on this review, the instrument was confirmed used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. This complaint is being reported due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.